Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that while in aai mode the device paced intermittently in the atrium and the ventricle.